Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 500 mg/dl; cause was unknown. Reportedly, the customer went to the emergency room (ER) and was treated with intravenous fluids. Approximately 5 hours later, the customer left the ER with bgs ranging from 200-250 (mg/dl) and feeling "okay".